Event description:
The following has been reported: biomed reported: "ICU had this pump running with insulin for 2 days, then tonight at 2145 it started alarming pump problem and unable to get it to stop. Said it was plugged in the whole time. They did a full shut down and when turned back on by myself it was still alarming pump problem- plugged in to be able to shut down the pump. Battery said 10 hour battery life, connected to wifi. No patient harm- nurse switched pump and continued the insulin drip. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Complaint confirmed dynaflo air compressor. Pump was returned for pump problem alarm during infusion, log files indicated it was an air compressor failure. The engineering pneumatic plate was put in the pump to test and pump had no alarms. The air compressor was the reason for the pump alarming and was replaced. During functional testing, pump failed a front housing test for admit set ID failure. Set ID will be removed and replaced during repair. No other damages were found.